Event description:
The customer reported that the access 2 immunoassay system generated false reactive toxo igg (toxoplasma immunoglobulin g) test results on a sample from one pt. The pt sample was above the reactive threshold of the assay on initial and repeat testing, through the pt had a history of negative test results for toxo igg. The sample was run on an alternate test system (vidas) and found to be negative. It is not known if the erroneous test results were reported out of the lab. There were no reported changes to pt treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between 01/01/2008 and 10/23/2010 of complaints for additional reportable events. Quality control results were within expected ranges prior to testing pt sample. Service was not dispatched for this event. The pt sample was not available for further investigation. The root cause is unk.